Event description:
The distributor reported the AED will not power on. The battery has an expiration date of october 2029. The reported event did not occur during patient use.

Manufacturer narrative:
The distributor reported the AED will not power on with a battery that was installed on (B)(6)2024. The battery has an expiration date in october 2031. The maintenance schedule is not reported. Review of the log history file revealed the following: the unit entered service in (B)(6)2021. In (B)(6)2022 the battery was removed and a new battery was installed. In (B)(6)2024 the battery was removed, a new battery was installed and the AED displayed a warning for 'battery pack data warning'; that battery was removed from the device. On (B)(6)2024, a new battery was inserted and the log history file was downloaded. The AED functioned as designed with this battery and is ok to remain in service. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.